Event description:
Reported due to pain requiring intervention. In 2006 at 0730, the pt was "cathed" and was sent to the floor with a sheath in place. At 1100, the pt began to complain of "chest pains" and was brought back to the cath lab where an angioplasty procedure was performed. After the procedure, the physician successfully closed the arteriotomy site with the starclose device. A femoral angiogram was performed prior to the procedure and revealed: the site was in the common femoral artery (cfa) and the vessel was moderately calcified. The vessel size is unk. Reportedly, hemostatis was achieved and the pt did not complaint of any pain at the time during the closure. The next day, the pt was ambulated and complained of groin pain; however, was discharged to home. The pt's status at the time of discharged is unk. Reportedly, "that weekend" the pt presented to the emergency room (e.r.) With complaints of "groin pain.". An ultrasound was performed, but the results are unk. 3 days later, the pt was seen during a routine follow-up visit at the physician's office. The pt continued to complain of groin pain that was rated as a "10" (on a scale from 1 to 10). Reportedly,the pain was described as "radiating medially to the inner thigh up to just above the knee." The pt was given dilaudid for pain. During a subsequent follow-up visit with the pt, the physician reports that the pt's "pain is improving" and the pt is "feeling better".